Event description:
It was reported that during the bi-v implantable cardioverter defibrillator (ICD) implant procedure the device lost wireless telemetry after the pocket was sewn closed. The device is still able to connect via non-wireless telemetry. The physician chose to leave the device in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional information indicates the ICD battery voltage measurements and the longevity estimates displayed by the device are inaccurate. The device remains in use. No patient complications have been reported as a result of this event.